Event description:
It was reported that the patients ipg was nearing its end of service. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.